Manufacturer narrative:
No further information concerning this report is available at this time. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. Data analysis was performed and showed the battery appeared to be depleting at the expected rate. Boston scientific technical services (ts) reviewed the data for the crt-d and found that this device had previously exhibited high out of range pace impedances of more than 2,000 ohms on the left ventricular (lv) lead and high threshold output settings. The crt-d was then reprogrammed to a different lv pace vector which caused a drop in impedance. The high lv output settings combined with the drop in impedance caused the code 1003. Ts recommended evaluating the lv pace vectors and the output settings. The health care provider noted that the device is nearing explant and plans to address the high threshold measurements on the lv lead during the changeout. The crt-d remains in service at this time. No adverse patient effects were reported.

Manufacturer narrative:
The crt-d was retained by the hospital. This report will be updated should additional information become available or upon return and completion of analysis.

Event description:
Additional information was received that this crt-d was explanted due to normal battery depletion (nbd). No adverse patient effects were reported.

Manufacturer narrative:
This device was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. Review of the device memory indicated that a low voltage alert, code 1003, was recorded. However, analysis found this to be a false positive caused by a change in device programming. Using historical daily battery voltage measurement data, engineers determined that this device was demonstrating behavior consistent with normal battery depletion (nbd). A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.